Manufacturer narrative:
The device has been inspected for investigation purpose. The log files analysis confirmed that a software bug caused the reported issue. Recall reference is 3009185973-04/26/2017-002-c.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submited.

Event description:
During the surgery a difference in the expected and actual trajectory has been detected and the device shutdown. Rosa position was clearly off from planned trajectory. Rosa shutdown and was rebooted. Surgeon attempted to drive back to "l amygdala", but an error occurred and the device shutdown again. Rosa was restarted and another attempted was performed with a modified orientation (+100) and trajectory was successful. Two remaining trajectories on the left side were completed without issue or an changes.